Manufacturer narrative:
(B)(4).. On (B)(6) 2017, it was reported that device's fixture was not entering smoothly. It was clarified in the attached repair spreadsheet, that the reported event was the device was not locking properly. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/ zimmer biomet (B)(6) has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher by zimmer biomet (B)(4) on april 4, 2017 revealed that the device passed calibration testing. It was noted that the device could not lock properly. The comb was noted to have be deformed. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) on (B)(6) 2017 which included replacement of the comb and ratchet gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event" the device was not locking properly" was confirmed since during product review the device was not locking properly. The root cause of the device not locking properly could not be specifically determined with the provided information since it is unknown how the locking mechanism became damaged. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device fixture was not entering smoothly. The device was not locking properly. Investigation results found that the comb was bent. No adverse events were reported as a result of this malfunction.